Manufacturer narrative:
(B)(4). Concomitant products: item #unk, unknown tibia component, lot #unk; item #unk, unknown femoral component, lot #unk; item #unk, unknown augment, lot #unk; item #unk, unknown augment, lot #unk; item #unk, unknown insert, lot #unk; item #unk, unknown stem , lot #unk; item #unk, unknown augment, lot #unk. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. David a. Crawford, md, keith r. Berend, md, michael j. Morris, md, joanne b. Adams, bfa, adolph v. Lombardi jr., md, facs. (2017). Results of a modular revision system in total knee arthroplasty. The journal of arthroplasty, xxx (2017) 1-7. Http://dx.doi.org/10.1016/j.arth.2017.03.076. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03888, 0001825034-2017-03889, 0001825034-2017-03890, 0001825034-2017-03892, 0001825034-2017-03895, 0001825034-2017-03901.

Event description:
It was reported in a journal article that the patient underwent a left knee revision procedure approximately 1.4 years post implantation due to aseptic loosening. No further information is available.